Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was reported as cerebrovascular accident (cva).

Manufacturer narrative:
Correction: change to no, device not returning. A direct correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke could not be determined through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that while at an acute rehab facility, the patient experienced an acute onset of altered mental status and was transported via ems to the emergency department. A CT scan of the patient's head revealed a large right-sided intracerebral hemorrhage, extending into the right ventricle. At the time of the event, the patient's inr was reportedly supratherapeutic at 4.02. Given patient¿s poor prognosis, the decision was made to withdraw care and the patient expired due to the cva on (B)(6) 2018. The device was not explanted and is not available for investigation.